Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed all incoming functional tests. Analysis found the lower case battery drawer and one case screw were contaminated. Analysis also found both battery wires and both display wires were pinched (insulation not compromised).

Event description:
It was reported that the external pulse generator (epg) does not turn on every time. The epg was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.